Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and olympus was unable to reproduce the reported problem of no image when the device was plugged in. Three good faith efforts were made to obtain additional information from customer regarding the event. However, no response received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the camera head displayed no image when plugged in. The issue was identified during testing as part of preparation for use for an unknown procedure. There were no reports of patient or user harm.